Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There was no button error alarms found. Per visual inspection, there were no traces of moisture found at electronic or motor assemblies. The unit had minor scratches on the lcd window, a cracked case at the display window corners, and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm, a beeping, and a black circle on the display. The customer's blood glucose level was 191 mg/dl. The product was replaced and returned.